Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 441 mg/dl, 499 mg/dl and 460 mg/dl, which were treated with insulin pump and manual injection. Customer reported to have gone to a sporting event and disconnected insulin pump. Customer believes that high blood glucose may be due to insulin pump being reconnected incorrectly. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose. Customer was advised that supplies would be replaced.